Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the pump lost power two weeks ago due to a crack in the battery compartment and the patient discontinued pump use at that time. Reportedly, the patient was on an alternative method of insulin delivery for 2 weeks since the pump had been discontinued, and the patient experienced hyperglycemia with no reported symptoms while on the alternate plan. No blood glucose (bg) values were provided. Reportedly, the battery cap would not secure properly to the pump. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump lost power associated with a cracked battery compartment.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: power reset events were observed in the black box to support a power loss. The returned battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. A crack was observed along the battery compartment threads. The battery cap threads were observed to be stripped. Product analysis was able to duplicate a power loss during testing. A test cap was used for a 24 hour test without any reboots. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.